Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient woke up on (B)(6) 2020 and was unable to follow commands and move his extremities at all. Initial computed tomography (CT) on (B)(6) 2020 was negative for stroke, but repeat CT confirmed ischemic stroke. As of (B)(6) 2020, patient able to move all extremities except for his left arm. Patient currently not following commands. Plan to monitor and continue to provide supportive cares.